Event description:
Distributor reported an issue where a pump was unable to detect the cartridge and later exhibited malfunction alarms with codes. There was no information on the impact to the customer¿s blood glucose level. The customer was instructed to return the pump for evaluation, and a replacement pump was sent to them.